Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report an issue with the blood pump rotor from this 2008t hemodialysis (hd) machine. The biomed said the pins on the blood pump rotor tubing guide roller were coming off. As a result of this, the blood tubing was pinched and cut during a patient¿s treatment. Additional information was provided upon follow-up with the biomed. The biomed said that within the first hour of a treatment, the staff noticed a loud clicking noise coming from the machine. The staff then observed blood leaking from the area where the blood tubing wraps around the blood pump rotor. There were no machine alarms. The patient¿s blood was returned, and they were subsequently moved to a different machine where they were able to complete their treatment with a new setup (dialyzer and lines). Following the event, the biomed inspected the machine and discovered that the back plastic guide on the rotor came loose and wore down to the point where it became ¿cone-like¿. The biomed said the cone severed the tubing which caused the blood leak. At first, the biomed was unsure if the rotor came that way or if it was just worn out. After comparing the used rotor to a brand new one, they were able to see an obvious difference. This is when the biomed realized it was the blood pump rotor that caused the blood leak. The patient¿s estimated blood loss (ebl) was reportedly 50 ml or less. The patient did not experience any adverse effects or require medical intervention. The biomed stated the blood pump rotor was returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: h3, h6 (device component code) plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with one of the rear sleeves loose and deformed. The deformed sleeve could easily be removed from the pin. The pin showed signs of debris and wear. There were no discrepancies with the other three guide sleeves. The returned rotor was installed on a test machine for functional testing. A patient test was performed with fresenius combi set bloodlines (and water) in dialysis mode for two hours. The blood pump rate was set to 450 ml/min. The rotor did not damage the bloodlines and there were no fluid leaks or alarms during the testing. However, a loose sleeve on one of the rotor¿s rear guide pins rubbed against the rotor housing creating a ¿clicking¿ noise. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the investigation, the reported problem was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report an issue with the blood pump rotor from this 2008t hemodialysis (hd) machine. The biomed said the pins on the blood pump rotor tubing guide roller were coming off. As a result of this, the blood tubing was pinched and cut during a patient¿s treatment. Additional information was provided upon follow-up with the biomed. The biomed said that within the first hour of a treatment, the staff noticed a loud clicking noise coming from the machine. The staff then observed blood leaking from the area where the blood tubing wraps around the blood pump rotor. There were no machine alarms. The patient¿s blood was returned, and they were subsequently moved to a different machine where they were able to complete their treatment with a new setup (dialyzer and lines). Following the event, the biomed inspected the machine and discovered that the back plastic guide on the rotor came loose and wore down to the point where it became ¿cone-like¿. The biomed said the cone severed the tubing which caused the blood leak. At first, the biomed was unsure if the rotor came that way or if it was just worn out. After comparing the used rotor to a brand new one, they were able to see an obvious difference. This is when the biomed realized it was the blood pump rotor that caused the blood leak. The patient¿s estimated blood loss (ebl) was reportedly 50 ml or less. The patient did not experience any adverse effects or require medical intervention. The biomed stated the blood pump rotor was returned to the manufacturer for evaluation.